Manufacturer narrative:
Date of report : 22jul 2019. Added usage of device . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported blower temperature high issue and remotely followed up with customer, but customer reported they were unable to duplicate the issue.

Event description:
The customer reported blower temperature failed. There was patient involvement, but no one was harmed.